Event description:
Additional information received from a consumer via a manufacturer's representative (rep) reported there was an overdischarge. The rep met with the patient for reprogramming but when the rep interrogated her battery the screen to clear a power on reset (por) came up. When asked about her usage and recharging, the patient said she had been using the device all the time and recharging as normal but it recently died. The patient remembered the buttons from her previous reset so she started it up again. The patient noted that due to her allergy to adhesive tapes and not having sticky disks, recharging was much harder. The patient noted that she did not have time to charge every day and her battery did not hold a charge like it did before. The rep noted that this was due to the battery previously going into discharge or overdischarge. The rep had the patient demonstrate recharging and she had full understanding on how to recharge and what screens to look for. The rep reviewed with the patient that the settings needed to cover her low back and both legs to her toes all in one program were not ideal for someone who has a battery with possibly 2-3 overdischarges. The patient told the rep that she would rather have good coverage and would work recharging into her daily schedule. Diagnostics or troubleshooting performed included the rep clearing the por. Interventions or actions taken to resolve the issue included the patient being reprogrammed to hopefully decrease battery usage. It was noted the issue was resolved at the time of the report. No surgical interventions had occurred or were planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported there was poor communication on the patient programmer (pp). It was noted the patient had a rechargeable device. The patient was not able to communicate with the implantable neurostimulator recharger (insr). The patient last felt stimulation about 2 weeks prior to this report. The last successful charge session was a couple months ago. The patient noted the last time she was able to fully charge her implant was a couple months ago. The patient had difficulties charging her implant. The patient had to charge frequently and it had trouble charging completely. The patient stated that the charge would go out the third day when normally it lasted for about a week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.